Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. Upon troubleshooting, it was found that the host pc input 220v power supply was normal, but there was no output voltage. To resolve the reported issue, the fse replaced the power supply of the host pc from customer stock. After functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.